Event description:
The pt's attorney alleged a deficiency against the device. Per additional info received, the pt has experienced grade 3 symptomatic rectocele, stress urinary incontinence, atypical pelvic pain, constipation, bloating, gas, has to push against her perineum to evacuate stool, loses her urine when she coughs or sneezes, small cystocele, pelvic organ prolapse, "falling bladder", unspecified pain, abdominal pain, dyspareunia, impaired sexual relations, loss of consortium, back pain, unspecified urinary incontinence, "cannot lift", tires easily, chronic constipation, yeast infections, abnormal bleeding from pelvic region, depression, stress, unspecified pelvic problems, unspecified psychological/emotional injuries, other unspecified injuries, adhesions, enterocele, fibromyalgia, and recurrent vaginal pain. The pt underwent rectocele repair, cystoscopy, and transobturator suburethral sling (ajust).

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. (B)(4).

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced dyspareunia, pelvic pain, unspecified mesh complications, mesh fully incorporated into the surrounding tissue of the proximal urethra, stress urinary incontinence, blood loss, and required additional surgical and non surgical interventions.